Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode in association with a broken hip. It was reported, the patient was in chronic atrial fibrillation (af). There was suspicion of possible atrial undersensing and ventricular oversensing, however there was no evidence on the electrogram (egm) that was reviewed. The egm showed ventricular pacing at a rate of 30 ppm. It was further determined that the egm stored was from a mode switch episode that was interrupted due to an intrinsic test being performed. There appeared to be normal function of the device and all lead diagnostics were stable. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.